Manufacturer narrative:
Concomitant product: product ID: 8711, lot# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was sick on (B)(6) 2013. The patient was sleepy and had vomited. The caller thought this was from eating taco (B)(4). The caller also stated the patient¿s dose of oral risperidone was increased and ¿may be causing¿ the patient to be sick. It was said the patient took risperidone to help control ¿bad behaviors.¿ another family member of the patient thought the pump was not working and was the cause of the patient not feeling well. The pump was used to deliver baclofen.

Event description:
It was later that the patient¿s managing healthcare provider (hcp) did not have any documentation in the patient¿s medical record pertaining to the previously reported event. The clinic was unaware of the patient¿s symptoms. The pump was explanted on (B)(6) 2014 due to end of battery life. At the time of this report, the patient had recovered without sequelae.